Event description:
The sales rep reports that he would like the insufflator evaluated because there was an incident at the account during a laparoscopic epidectimy case. There was a pt involved that went into cardiac arrest twice.

Manufacturer narrative:
Additional info will be provided once investigation is completed.